Event description:
Patient admitted to hospital for removal and replacement of right saline breast implant secondary to 50% deflation. At the time of surgery a small pin hole leak was found. This breast implant had been previously placed in 2002.